Event description:
It was reported that the ventilator had a gas leakage from o2 hose. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. It was found out that there was a gas leakage from o2 hose of the ventilator. Fse added a hose orbit on the o2 hose to make sure no gas leaks present. The ventilator passed all safety and functional tests and returned to use. We have not received picture or return part for further evaluation. The root cause of the reported event is the worn out o2 hose. The information of why and from where it worn out, was not provided.

Event description:
Manufacturer ref.#: (B)(4).